Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this device the patient expired. It was reported that following a successful implant to include induction testing, the patient successfully returned to normal sinus rhythm. However, after several minutes while waiting for pocket closure the patient became hypoxia. CPR was administered and the newly implanted device delivered several appropriate therapies to include atp and shocks. Pulseless electrical activity (pea) was then observed and patients death declared. The physician expressed no allegation against the device and no return of product is expected; however, a device memory disk received and reviewed by boston scientific's internal technical services (ts). Upon review, ts confirmed normal device operation per programmed parameters. Device sensing and delivered therapies were all observed as appropriate with no indication of a product malfunction.